Event description:
Occlusion alarms were reported. There was no adverse impact to the customer's blood glucose level. Tandem technical support instructed the customer on several corrective actions, including disconnecting tubing from the site and cartridge, tightening connections, and delivering boluses. The alarms recurred, but eventually, the customer successfully completed a bolus and was advised to replace supplies as necessary and resume insulin therapy.